Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported issue could not be confirmed. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient contacted patient services regarding his inflatable penile prosthesis (ipp) and a recent failure he experienced. He explained that he felt a sharp pain near the glans of his penis that lasted for several minutes. He noted that when the pain receded that he was no longer able to inflate his device, he states that the bulb goes flat and stays flat. Later, this patient had his ipp removed and replaced. It was observed that his device had a fracture in the tubing between the pump and cylinder. The patient is expected to fully recover after this procedure.

Event description:
It was reported that the patient contacted patient services regarding his inflatable penile prosthesis (ipp) and a recent failure he experienced. He explained that he felt a sharp pain near the glans of his penis that lasted for several minutes. He noted that when the pain receded that he was no longer able to inflate his device. He states that the bulb goes flat and stays flat. He has contacted his physician and has an appointment for an assessment.